Event description:
It was reported that (1) al326 was used during a lap chole procedure. It was reported by the rep that the al326 was opened for a lap chole case by the circulating nurse. The tech noticed that the jaw of the instrument looked abnormal. The device was tested and it would not fire. A new al326 was opened and the case was completed without further problems. There was no consequence to pt.